Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk error occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a low leak co2 rebreathing risk error occurred. The customer requested onsite service. This investigation is ongoing.

Manufacturer narrative:
It was reported that a low leak co2 rebreathing risk error occurred. The customer requested onsite service. A philips authorized service provider (asp) went onsite and was able to confirm that the reported error codes were not logged by the unit. The philips asp was unable to duplicate the error codes. The philips asp was able to duplicate the clinical codes. The philips asp then ran the performance verification test (pvt) and confirmed the unit passed pvt. The error codes were unable to be confirmed or duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.